Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed high pacing impedance measurements exhibited by the right ventricular lead. No interventions were made and the clinic elected to monitor. Further information was requested but not received.